Manufacturer narrative:
(B)(4). Title: fate of hancock valve in tricuspid position 36 years after implantation citation: general thoracic and cardiovascular surgery (2016) (doi 10.1007/s11748-016-0683-7) authors: hideki kitamura, arishige kimura, yasuhide okawa and masanobu maeda date of publish was used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review that a patient underwent a procedure to implant a medtronic hancock valve (serial number not provided) into the tricuspid position. Twenty seven years post implant, an echocardiogram indicated mild stenosis, increased gradient measurements (peak 20 mmhg) and mild regurgitation. Thirty-five years post implant, the patient complained of dyspnea and palpitations. Ascites and edema were also noted. A transthoracic echocardiogram (tte) revealed severe tricuspid stenosis with peak velocity of 2.6 m/s and moderate tricuspid insufficiency. Pannus covered the bioprosthesis at the atrial side and partially obstructed the inflow. The leaflets of the valve had shrunk, thickened and lost flexibility. The valve was explanted and replaced with a 25 mm porcine bioprosthesis. The ascites and peripheral edema resolved. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.